Manufacturer narrative:
Patient height reported as (B)(6). Patient weight is unknown device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was discarded by the facility. Part 03.010.078, lot pe00985: release to warehouse date: april 26, 2011. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right lateral entry femoral nail surgery on (B)(6) 2016, the tip of the drill bit broke and approximately five (5) millimeters was left in the femoral neck. The reaming rod was not removed prior to the drilling thus, resulting in the breakage. An x-ray was taken to confirm the location of the fragment which was intentionally left in the patient. The surgeon removed the rod, used another drill bit and continued uneventfully with the remainder of the surgery. There was a one (1) to two (2) minute delay due to the issue. The end result was reported as fine and the patient stable. Concomitant device: reaming rod (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).